Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15x2.75 mm balloon ruptured at six atms after 12 seconds on the second inflation, and a portion of balloon material separated and remains in the pt. The first inflation was to six atms for 11 seconds. The pt suffered hypotension during this event. The lesion being treated was a highly calcified lesion in a tortuous left anterior descending (lad) coronary artery. The physician used two unidentified guide wires to cross the lesion due to its severe calcification and the tortuousity of the vessel. Because the pt was hypotensive, the physician applied excessive force to remove the maverick2 monorail balloon quickly. A portion of the balloon material became lodged in the lad, severed, and was left in the pt. Attempts to snare the retained balloon material were not made due to the pt's hypotension. A taxus 3.0x20 mm stent was deployed in the lad to secure the balloon material to the vessel wall. The pt returned for follow-up the next day, and was sent home on plavix for 12 months and coumadin. Pt status is reported as 'fine'.